Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that ventricular fibrillation episodes were recorded. The episodes were due to oversensing of atrial events on the ventricular lead. Noise was not reproducible with isometrics. Increased threshold and instable sensing values were noted. The device was reprogrammed and the patient will be monitored. The patients condition is good.